Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The actual rotating head flew off while I was using it [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had an oral-b professional care 3000 rechargeable toothbrush and the actual rotating head of the oral-b brushhead, version unknown flew off while she was using it. She noted that she had been using that particular brushhead for weeks, and this had never happened before. She stated that the toothbrush was less than a year old and had never been dropped; she used (B)(4) toothpaste concomitantly. No symptoms developed.